Manufacturer narrative:
Follow-up #1: date of submission 09/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: the black box and cgm history shows ¿cs203¿ cgm sensor failure which is a dexcom transmitter/sensor combination related failure on (B)(6) 2015. There were no pump¿s cgm unusual warning observed. ¿ez-prime¿ steps were performed correctly; test transmitter was paired with the pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg values entered successfully. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿ant¿ or any eaw occurred; the pump passed an rf test, the product performs within specifications. Investigators were unable to duplicate ¿dex45¿ complaint. The pump¿s cover was removed, no intermittent condition was found to the cgm module. Returned battery/cartridge caps were used.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a cgm transmitter/sensor issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.